Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that they customer experienced high blood glucose and insulin pump was not working. The customer¿s blood glucose level was 322 mg/dl, 195 mg/dl. The customer was treated with insulin syringe. Troubleshooting was done for high blood glucose and under delivery. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Based on customer report customer does not allege pump was under delivering. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Customer stated that insulin exited at quick release. Customer stated that basal rates programming accurately. Customer was not insisting with insulin pump replacement. The insulin pump will not be returned for analysis.